Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2018. As to date the lens remains implanted. The intraocular lens (iol) is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implant. Reportedly, the patient is complaining of halos that are preventing her from driving at night despite being 20/20. The surgeon is considering the lens explant, but there is no confirmation of intervention at this time. Left eye (os): the target was -0.42, post op: plano +0.75 x 175 = 20/20 . No additional information was provided. This report pertains to os (left eye). A separate MDR will be filed for the right eye (od).

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the patient's symptoms started from the surgery day ((B)(6) 2018). Reportedly, the intraocular lens in the left eye (os) is planned to be explanted on (B)(6) 2018 and replaced with a monofocal zcb00 lens. The account commented that no out of ordinary medications were administered to the patient. The following sections have been updated accordingly: date of event: (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.